Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system alarm test due to moisture damage noted in the force sensor resistor. There were no compromised force sensor system alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had several compromised force sensor system alarms on the insulin pump. Customer stated that the pump was not dropped or bumped. Customer stated that insulin is squirting out. The pump will be returned for analysis. Customer's blood glucose was 24.3 mmol/l